Event description:
I am a lawyer in (B)(6) investigating the reported failure of ethicon curved cutter disposable stapler model cs40b. It was used to create anastomosis following colostomy takedown. During that procedure, the operating physician reported in some detail that the stapler misfired, causing leakage that required her to repair the two defects over 3-0 silk sutures. She could not get an airtight fit on first test after repair but did so on second effort. Closed the patient. Six (6) days later the patient was grossly septic from anastomotic breakdown which could not be repaired on laparotomy. Surgeon created another diverting colostomy and sent the patient to a larger facility. Sepsis overwhelmed him and he died. FDA safety report ID # (B)(4).